Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while firing the 2 device reload the first few staple popped out but the stapler stopped firing and could not continue firing. The surgeon then used another device reload, to resolve the issue in order to complete the case. There was no patient injury.